Event description:
It was unknown reported product that this performance right issue. Ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).